Event description:
It was reported that the device was implanted on (B)(6) 2012. It was explanted on (B)(6) 2013. Upon removal, the tunneled dialysis catheter exchanged due to catheter migration. Cuff not visible on catheter. Cuff separated from catheter requiring incisional dissection and suturing. Catheter exchanged. Received confirmation that the catheter migration occurred prior to removal but was discovered during removal.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revi0190 showed two other similar product complaint(s) from this lot number.